Event description:
(B)(6) customer reported that she obtained a reading of 180 mg/dl on a contour xt meter. A few minutes later, a repeat testing was performed on a contour next meter and a reading of 55 mg/dl was obtained. The customer was feeling weak, had poor visibility and went to bed. Depending on the correct reading, the difference between the readings falls in "c" or "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.